Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the on (B)(6) 2025, a 29s tendyne mitral valve lp valve was chosen for a procedure. The valve was implanted in a regular way with good valve function and no interventional gradient. After deployment, the blood pressure was decreased and catecholamines was given to keep pressures up. There was assumption of retroperitoneal bleeding was excluded after (computed tomography (CT) scan (no findings). The patient was put on femoral extracorporeal membrane oxygenation (ECMO) support and taken to intensive care unit. On (B)(6) 2025, the patient showed competent tendyne valve function but suspicion of a elevated left ventricular outflow tract (lvot) gradient. The ECMO could still not be weaned and further follow-up is needed.

Manufacturer narrative:
An event of hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incidents could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered, and the patient was then put on ECMO. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.